Event description:
Hill-rom received a report from the account stating the scale will not zero, it is reading 500 pounds with no weight. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the scale not reading accurately due to the right front beam inoperable. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the load beam to resolve the issue. Based on this info, no further action is required.